Event description:
A zoll territory manager called zoll customer support to report that he was unable to baseline a (B)(6) male patient. The patient was fitted with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to baseline patient) has been confirmed. Upon investigation the monitor was unable to detect the electrode belt ECG signal. The cause of the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open r781 resistor. The patient received a replacement monitor.